Event description:
Procedure: cystectomy. According to the report: the endo catch gold metal bag retractor fell off in patient. There was no patient injury reported. Another instrument was opened to complete the case. The metal ring was what detached from the specimen bag and fell inside the patient. This retrieval did not increase the operating time by more than 30 minutes.

Manufacturer narrative:
(B)(4).